Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and identified that the system show switching not possible massage and flex vision screen cannot be operated. After reviewing the log file, fse found flex vision pc was lost and video switch reconnection was failure. To resolve the problem, fse replaced the power supply unit (b cabinet pdm) and return the part for further analysis and no failure found. After some time, the issue reoccurred and fse replaced the dvi matrix switch. After repair is completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Heath impact code was corrected.

Event description:
It was reported to philips that the system displayed the message: "switching not possible" and could not be operated. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.